Event description:
Voluntary medwatch received by tandem (B)(6)2023 reported: I have had 3 t-sim insulin pumps. All three have failed leaving me with diabetes ketoacidosis. I have not dropped spilled on or otherwise damaged the devices. I was hospitalized after a ride in an ambulance three times. I was in ICU two times. It took almost a week to get my electrolytes and other blood values corrected. I have chosen not to use the new pump they sent me because I don't trust them anymore. Am I the only patient having this problem? My name is (B)(6). (B)(6). Email is (B)(6) and mytelephone is (B)(6). I have type 1 diabetes. My doctor is (B)(6), m.d. In the hospital I had numerous blood tests and blood sugar tests. Reference reports: mw5144625 and mw5144626. -------------- multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.